Manufacturer narrative:
(B)(4). Product evaluation summary: by visual inspection it is clear that the brake disk was dragging. This was most likely caused by the loose screw on the brake assembly. This also accounts for the "smell" the user experienced. RMA (B)(4) had been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) was approximately 2 year 2 months old at the time of the incident. The owner's manual part number 1143190 rev h (mar-10) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer is a male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The consumer states while driving outside, the chair allegedly shut down and the consumer smelled smoke. No injury is alleged.